Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate magnet response and multiple episodes of magnet reversion. The patient was last seen in-clinic on (B)(6) 2015 but has since (B)(6) 2016 moved to an assisted living facility. The patient did not experience any symptoms. The patient would continue to be monitored.